Event description:
A potential high impedance value was found through a review of the internal data of a generator. On (B)(6) 2017, the last change in impedance showed a pre-change impedance value as normal and a post change impedance of high. The date of generator explant is not known, and this change in impedance may have naturally occurred after the explant of the generator due to the generator being disconnected from the lead. No further relevant information has been received to date.